Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 279 mg/dl and a correction bolus was delivered via the pump. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer changed the pump supplies and declined further follow-up.